Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (bent motor pins) has been confirmed. The monitor's battery connector pin (pin 6) was bent, preventing the batteries from making adequate contact with the monitor. The cause for the bent battery connector pin was not positively identified but was likely due to misalignment when the pt inserted a battery pack into the monitor. No adverse event resulted from the bent battery connector pin. The pt received a replacement monitor.

Event description:
The wife of a (B)(6) male pt contacted zoll customer support to report that neither of the pt's batteries will fit into the monitor. The pt was issued a replacement monitor and two replacement batteries.